Event description:
The device was used to attempt a declot of a procol graft that had been thrombosed for over 2 months. The wire was able to declot a majority of the graft in 40 seconds however broke inside the 7f sheath. The wire was easily removed and a second wire inserted to complete the case. The second wire operated for approximately 50 seconds and also broke. The occlusion was described as an extremely hard clot and stenosis.